Event description:
It was reported that patient¿s device had been working great but started ¿acting up about three days ago.¿ the patient stated that her symptoms had returned, she was going to the bathroom every two minutes, and had gone through two packs of diapers. The patient had a loss of therapeutic effect. The patient was able to adjust stimulation to 0.9 and felt stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0az44 , implanted: (B)(6) 2013, product type: lead. (B)(4).